Manufacturer narrative:
On september 9, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, some anomalies were observed on the anterior and posterior view of the device consistent with a crease/fold. Leak testing was performed, according to mentor procedure, and it revealed on posterior aspect a tear within a crease/fold measuring approximately less than 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, product investigation on the device's photo was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint, two devices were observed; the implant identified as the right side, was noted with no apparent damage or visual anomalies. Scar tissue also was noted in the image. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, capsular contracture, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age, who underwent primary breast augmentation with two 350cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including fatigue, shortness of breath, and shooting pain. The patient also suffered from bilateral capsular contracture; baker grade IV and right breast implant rupture, post-procedure. Complications were diagnosed via physical examination. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. This medwatch form is for the right breast prosthesis.